Event description:
It was reported that the hand piece was not getting connected into the machine; therefore, the versajet console could not be used. The doctor performed a manual debridement.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not yet been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened. A review of the associated manufacturing batch records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.

Manufacturer narrative:
We have now concluded our investigation into this report of a versajet ii console reported hand piece not locking into console. One versajet ii console was received and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no physical damage was found. Complaint of hand piece not locking into console was confirmed, hand piece could not be turned to locking position. The user interface chamber jammed due to corrosion. Following the complaint assessment, the unit was sent to our service and repair centre to await further instructions on the repair status/fate of the device. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.